Manufacturer narrative:
The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
It was reported, on (B)(6) 2018 a (B)(6) male patient underwent a total thorascopic deep type procedure. The patient was obese and had a history of longstanding persistent atrial fibrillation and previously had catheter ablation which failed. During the procedure, it was observed that the patient had adhesions around the heart. Isolation of the right pulmonary veins was accomplished after dissection of adhesion tissue. Attention was then directed to isolation of the left pulmonary veins. It was observed that there were significant adhesions associated with the left pulmonary veins. The roof line was completed with the fusion 150 device. The lighted tip dissector was placed under the left pulmonary veins and during dissection with a kittner to identify the tip of the dissector, a hole was inadvertently placed in the left pulmonary artery resulting in significant bleeding. A left thoracotomy was immediately performed and efforts were made to achieve hemostasis utilizing pressure and sutures to the area of bleeding. Attempts at achieving hemostasis were unsuccessful and after 45 minutes into the rescue procedure the patient went into ventricular fibrillation. Further attempts at resuscitating the patient failed and the patient was pronounced dead.